Event description:
It was reported that the gastrointestinal videoscope had insufficient or incorrect reprocessing during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that insufficient reprocessing occurred due to using the wrong device in a mixture. Olympus will continue to monitor field performance for this device.